Event description:
Silicone breast implants surgitek model number 1569. Caused auto immune disease interstitial cystitis vulvodynia hashimotos disease, breathing issues, dry eyes syndrome, hair loss, heart palpitations, sinus problems, skin problems, ibs, gerd esophagus reflux, candida over growth, brain fog, slurred speech, ringing of ears, back pain, depression, anxiety, chronic fatigue syndrome, fibromyalgia symptoms, food allergies, sensitivity to light.